Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the buttons of the insulin pump are not responding. Battery was removed and issue persists. Customer received a battery out limit alarm when removing the battery. It was stated that the customer has experienced unexplained high blood glucose recently. The drive support cap is normal. Blood glucose value is 6.1 mmol/l. Nothing further reported.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Unable to confirm battery out limit alarm due to unresponsive buttons. Insulin pump received with cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.